Manufacturer narrative:
Testing and investigation found the ground prong on the ac power cord was bent. The probable cause for the bent ground prong on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at an angle, it is possible to damage the ac power cord prong. (B)(4).

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).

Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical engineering department for a report of low battery. No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use, during testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. Though requested, no additional information was provided.